Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient¿s device pocket was cultured and it was positive with methicillin-resistant staphylococcus aureus (mrsa). The physician then decided to explant the system. There were no additional adverse patient effects reported. The ra lead is no longer in service.